Event description:
Implant date: (B)(6)-2009. Pt's fracture had healed and the implant was being removed. Upon deactivation and attempting to remove the implant, it broke at the wavy body junction and left the implant's medial section in the pt.